Manufacturer narrative:
The reported complaint of ivtm thermogard system (sn: (B)(4)) displayed tcmid:05 (coolant diff failure) error message was confirmed based on the event logs review. The root cause for the reported complaint was due to an unstable lm 34 temperature sensor. The reported complaint of ivtm thermogard system displayed mid:09 (air trap assembly) error message was confirmed during visual inspection, functional testing, and based on the event logs review. The root cause for the reported complaint was due to traces of saline on the sensor board. Upon visual inspection, traces of saline were detected on air trap sensor board, blocking the board from proper detection of the air trap; thus, confirming the reported complaint. There was no physical damage observed on the ivtm thermogard console. During the review of the event logs, multiple tcmid:05 and mid:09 error messages were observed; thus, confirming the reported complaint. The system failed initial functional testing due to the air trap was not detected; thus, confirming the reported complaint. Following service, including the replacement and sealing of the air trap unit as well as replacement and sealing of the lm 34 temperature sensor assembly, the thermogard xp ivtm system was re-calibrated and passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of reported complaints for thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn: (B)(4)) displayed tcmid:05 (coolant diff failure) and mid:09 (air trap assembly) error messages. The thermogard console was unable to detect the start-up kit (suk) air trap. No known patient impact or consequence information was reported. No further information was provided.